Event description:
Pump declared alarm 20 while customer was using it during insulin delivery. Blood glucose level did not exceed 500 mg/dl. Customer was unable to load a new cartridge successfully, and the alarm persisted. Technical support decided to replace the pump and instructed the customer on how to put the pump into storage mode before returning it. Customer acknowledged the instructions and agreed to send back the pump using a pre-paid label within 10 days.